Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: unable to determine. Source: contact by phone.

Event description:
Customer stated she had underlying health conditions that made her prone to nose bleed. When she swabbed the nose with the kitted swab, there was some blood on the swab. Customer proceeded with testing and received positive results. Customer asked if blood interfered/cross reacted with the test. Technical support assessment/troubleshooting: per hcp package insert, informed customer blood up to 15% v/v was tested and there was no interference or cross reactivity.